Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The basic occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. No blurry corner was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 51 mg/dl. Customer stated that she was unable to clear the alarm and that she received the alarm during a bolus. Insulin pump will need to be replaced. Customer was also assisted with checking her blood glucose level. Her current blood glucose level was 140 mg/dl. She also stated that the corners of the screen look blurry. No additional information provided.